Manufacturer narrative:
Hamilton medical ag ref nr: (B)(4).

Event description:
Hamilton medical ag received the following event description: "on (B)(6) 2025 time 13:15, the nurse saw that the ventilator is completely shut down during ventilation with no alarms. The nurse disconnected the patient from the unit and provided alternative ventilation to the patient. The unit was sent to our lab and only after we have replaced esm+control board the unit turned on. There is no logs, because we were unable to turn on the unit." No health consequences or impact. The case has not been reviewed yet by hamilton medical ag. Therefore, the failure description could not be confirmed yet. So far, no relation to the device has been established.

Manufacturer narrative:
Investigation outcome: the device was reported to have shut down during ventilation without triggering any alarm, and it could not be restarted, preventing log retrieval. No harm to the patient, user, or third party was reported, and no medical intervention was required. The local service engineer identified the esm and control board as defective components, and replacement of these parts allowed the device to power on. However, the final operational status of the device was not confirmed despite multiple reminders. Based on the received information, the root cause of the failure could not be verified. This case is considered as closed.